Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer (lm) investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer provided the following possible cause for the reported event were as follows: the legal manufacturer reported that a piece of the stent was sucked into the device due to improper handling at the facility and not removed by reprocessing, which caused the event. The legal manufacturer cannot conclusively specify the cause because the device was not returned and additional information was unavailable. The legal manufacturer reported that the IFU cautions against aspirating solid matter as follows: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve and remove solid matter or thick fluids. Since the serial number of the subject device was not provided no DHR review could be performed.

Manufacturer narrative:
As part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. On (B)(6) 2021, the ess provided an in-service on leak testing and manual cleaning. The customer uses scope valet for automated flushing and medivator dsd edge for automated reprocessing. The ess recommended that the manufacturer of the stent also provide an in-service on how to properly use and remove a stent from the patient as well as confirming that the stent is fulling removed and documented. The scope was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed during an unspecified procedure, a piece of a competitors stent used in a previous procedure remained in the scope after reprocessing. The evis exera ii duodenovideoscope was used in an unknown procedure on a second patient. User reported a piece of broken stent was suctioned through the scope¿s channel were it remained. The intended procedure was completed with a similar device. There was no patient injury reported.